Manufacturer narrative:
Result of investigation: a failure analysis evaluation was performed on the sample provided by the customer and no issues were found. Therefore, the defect could not be confirmed and root cause was not determined.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire medical has not received the suspect device/component for evaluation.

Event description:
Customer reported: high concentration re-breather mask - bag doesn't filled enough. Oxygen saturation of the patient's blood has decreased.